Manufacturer narrative:
(B)(4). Potential lot# 71f20a2044; 71f20a0444.

Event description:
It was reported that "as the cvc was filed with liquid a crack was discovered the lengthways by / after the hub."

Event description:
It was reported that "as the cvc was filed with liquid a crack was discovered the lengthways by / after the hub.".

Manufacturer narrative:
(B)(4). The customer provided one 4-lumen cvc for evaluation. The catheter body was returned with a box clamp attached and the sample contained obvious signs of use in the form of biological material. The distal end of the catheter body appeared to be intentionally cut. Visual examination of the catheter revealed a rupture in the juncture hub. The juncture hub was ballooned around the rupture which is consistent with the juncture hub being over pressurized. The catheter body measured to be 165 mm in length, which indicates at least 42 mm were trimmed and not returned per product drawing. A device history record review was performed, and no relevant findings were found. The IFU provided with this kit warns the user, "only utilize catheters indicated for high pressure injection applications for such applications. Utilizing catheters not indicated for high pressure applications can result in inter-lumen crossover or rupture with potential for injury." The customer report of a cracked juncture hub was confirmed by complaint investigation of the returned sample. There was a rupture in the juncture hub and ballooning around the rupture site. A device history record review was performed with no relevant findings. Based on the sample received user error - over pressurized caused or contributed to this event. Teleflex will continue to monitor and trend complaints of this nature.